Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was an issue with low draw. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube has no draw issue.